Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al0174 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -was the procedure completed successfully? -was there any adverse consequence associated with the patient? -name of the procedure? -what is the patient's current status? -how many devices had ¿the needle is disassembled¿ issue in this procedure? -did the needle pull off or broke? -product return status / follow up? There is no physical or photographic evidence of the device. Steel suture captured in mw and vicryl captured in mw 2210968-2019-88747.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle is disassembled when used. A different device was used to complete the procedure. There were no adverse patient consequences reported.